Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device needed a battery and power cord following preventive maintenance (pm). There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) called technical support to report that the device needed a battery and power cord following preventive maintenance (pm). The battery (2013) needed to be replaced as it was more than the recommended age 5 years old. The replacement of the battery would be aligned to the periodic maintenance procedure specified in the v60 service manual, which indicates that the battery requires replacement every 5 years to ensure proper system performance. Per the good faith effort (gfe) response received on june 3, 2026, the battery was not charging when the device was plugged in. When the bme powered on the device, the issue was confirmed as there was no power; the battery "¿ohmed out", and the power cord was faulty as something was broken on the inside of the power cord or plug. There were no exposed wires, and the device did not fail the electrical safety test. The bme ultimately placed an order for the replacement battery and power cord, but the parts have not arrived yet. The repair is still pending.